Event description:
Patient reported obtaining back-to-back blood glucose results of 47 mg/dl and 78 mg/dl on the advantage system. Patient indicated that at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Patient self-treated by eating frosting. No adverse event was reported. The discrepant results were obtained in a church. Quality control testing had not been performed on the advantage system for approx 1 year. Technical support requested the return of the suspect product and replacement product was shipped.